Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a fault failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and confirmed that the vacuum regulator was out of specs (-310 mm hg). To fix the issue the fse adjusted the regulator, and the unit tested for more than one hour with no further messages. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1(event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and confirmed that the vacuum regulator was out of specs (-310 mm hg). To fix the issue the fse adjusted the regulator, and the unit tested for more than one hour with no further messages. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.